Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "e222 error" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect from cable unit and image abnormality. Based on the results of the investigation, a probable root cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely a cable failure caused a communication failure, resulting in an image abnormality. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during preparation for use, the procedure was completed using a similar device without any surgical delay.

Event description:
It was reported that the subject device had e222 communication error. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.